Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon was unable to insufflate with the trocar. There was no patient injury.

Manufacturer narrative:
File was incorrectly reported as a death in error. File is a malfunction.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. The visual inspection and functional evaluation of the sample had acceptable results. Visual and functional testing of the returned product confirmed the product, as received, met specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.